Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump could not read the syringe size. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed chipping on the case. Review of the event history log showed an occurrence of an "invalid syringe size" error. Functional testing found the calibrations were out of specification and during occlusion testing the pump displayed "invalid syringe size' immediately. The investigation determined that crimping in the flexstrip of the size potentiometer was the cause of the reported issue. The size potentiometer was replaced. Additionally the pump was cleaned, greased and recalibrated. Service history review identified the complaint was not related to a previous service of the device within the review period.